Event description:
The customer reported this lead was capped due to a fracture. The lead was actively implanted for approximately 3 years, 1 month.

Manufacturer narrative:
The lead was capped off inside the pt, therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No allegation our lead failed to meet its performance specifications or caused or contributed to the reported event. Lead fracture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.